Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® edta 2k customer states that the tube was pushed off when blood was collected into the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer's report is that the tube was pushed off when blood was collected into the tube."

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. It is recommended that to alleviate tube push off, one must hold the vacutainer tube in place until it has completed the required draw volume and flow has ceased.

Event description:
It was reported when using the bd vacutainer® edta 2k customer states that the tube was pushed off when blood was collected into the tube. The following information was provided by the initial reporter. The customer stated: ¿the customer's report is that the tube was pushed off when blood was collected into the tube."